Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure (batch no. 948842) inserted for female sterilisation. The patient's medical history included pelvic pain, multiparous and menorrhagia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tah, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: uterus with bilateral fallopian tubes and essure, total abdominal hysterectomy with bilateral salpingectomy: uterus weighing 100 grams, cervix: mild chronic cervicitis, endometrium: weakly proliferative pattern, myometrium: adenomyosis, serosa: unremarkable. Bilateral fallopian tubes: unremarkable. Essure devices: gross only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure (batch no. 948842) inserted for female sterilisation. The patient's medical history included pelvic pain, multiparous and menorrhagia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (tah, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: uterus with bilateral fallopian tubes and essure, total abdominal hysterectomy with bilateral salpingectomy: uterus weighing (B)(6) grams. Cervix: mild chronic cervicitis. Endometrium: weakly proliferative pattern. Myometrium: adenomyosis. Serosa: unremarkable. Bilateral fallopian tubes: unremarkable. Essure devices: gross only. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.